Event description:
Adverse event: interrupted procedure. Malfunction: computer software problem. The user reported that the system's laptop computer indicated surgery at 100% complete, but actually the procedure was only 50% complete. The surgeon realized the error and completed the procedure. Additional follow-up info: the surgeon stated that the procedure was completed, and the pt was not injured.

Manufacturer narrative:
Determination of root cause: assessment: while on site, the territory manager (tm) was unable to duplicate surgery progress mismatch between laptop and laser. The tm performed a test surgery with six interruptions and the surgery progress % was identical from laptop to laser. Subsequently on the same pt the data entry scrolled uncontrolled. The site was able to accurately input the info prior to the procedure. To address the issue, the tm disabled the virtual scrolling. The tm successfully completed system verification to specifications. Conclusion: based on the results of the investigation, a root cause was not identified. (B) (4)